Event description:
Boston scientific received information that following a recent open heart surgery procedure, this device was found to be operating in safety mode. Technical services suggested immediate replacement. To date, there have been no adverse patient effects associated with this device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in safety mode. There was no obstructions in the barrels and all setscrews move freely. There were three oscillator mismatch's and one leakage on lead fault were recorded before the device reverted to safely mode. The device passed production automated e2 tests which confirmed pacing, sensing, defibrillation and recording functions of the device.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.